Event description:
The operating surgeon was using the ethicon vascular linear stapler in the chest and the load with the stapler. One reload worked without incident. The load field was cleaned prior to each load. On the following two staples there was a malfunction. Reload #2 - the silver pin did not fully retract flush with the beige shell. Reload #3 - the silver pin remained fully deployed. The surgeon attempted to retact the black slide, but a piece of the beige slide broke off and the black piece bent outward.